Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed to achieve primary stability, it is also noted that the implant site was not infected. The implant procedure took place on (B)(6) 2019 using a guide on tooth #28. The patient has no prior dental or medical history prior to implantation. The patient does however have a cessation history of smoking. (20+years ago).the bone grade is not noted when asked. The patient presents for the primary implant surgery (B)(6) 2019 but was not "seated due to the lack of primary stability because the guide was inaccurate. Furthermore the osteotomy could not be done." The patient current status is listed as "healthy." A new device was placed with a new guide.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned with a carrier but not in original package. The implant was verified to be a hahn tapered implant 3.0 mm x 13.0 mm (70-1154-imp0002) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Returned part inspection results the returned part was inspected and confirmed the implant was not defective. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: probable causes of lack of primary stability at the osteotomy site could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration". The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts.